Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had a patient disconnect alarm. Issue was not identified during clinical use. No patient or user harm reported. Investigation ongoing

Manufacturer narrative:
H1: this record was determined to be a duplicate. The investigation and all reporting activities will be documented under MFR report number (B)(4).